Manufacturer narrative:
The occupation is lay user/patient. No device information was provided.

Event description:
The customer's son contacted the independent diagnostic testing facility and alleged that the coaguchek xs meter or the results from the meter was the cause of the customer's death. The meter serial number was asked for but not provided. The customer's results, demographic information, medical history, and other clinical details were not provided. No details surrounding the death including date of death, cause of death, or treatment were provided. The customer's son did not provide any contact information. It is not possible to gather any further information about the event. The customer tested with the independent diagnostic testing facility from (B)(6) 2014 to (B)(6) 2016. The last reported result was on (B)(6) 2016. This allegation came from the customer's son. No additional details were provided. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The issue was reported to roche by an independent diagnostic testing facility. The idtf is the organization that was contacted by the son of the patient to report the event. The following information was requested by roche from the idtf, however, was unable to be provided because it was not provided by the patient¿s son: the product details including the meter serial number and strip lot information the patient¿s results and treatment provided based on the results provided by the roche product the patient¿s diagnosis, demographic information and medical details the details of the death including the date of death or any details regarding the allegation the patient¿s technique for testing it was also stated that the patient tested between (B)(6) 2014 and (B)(6) 2016 with the idtf, with (B)(6) 2016 being the last reported result. Roche has contacted the idtf for additional details. Since the contact information for the son was not provided to the idtf, it is not likely that additional information will be forthcoming. Roche is continuing attempts to obtain additional details. A routine retention testing process has been implemented. Valid retention results are available for all lots. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, an investigation would be conducted to determine why the results did not match and to determine if any field actions would be necessary. To date, we have not seen issues with the retention test strips for any of the strip lots.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field was updated.